Event description:
The customer initially contacted baxter's technical service center for an unrelated issue. The home patient (hp) had reportedly experienced a seizure the previous night and was taken off the cycler. During a follow up call to the facility on (B)(4) 2012, the nurse reported the seizure was not peritoneal dialysis related. The nurse indicated shortly after the event of the seizure, the patient was diagnosed and hospitalized with a fungal peritonitis on (B)(4) 2012 and remains in the hospital at this time. The patient's pd catheter was removed due to the peritonitis and the patient has been placed on hemodialysis therapy. The patient was treated with antibiotics (dose, route, frequency, and name) unknown. The nurse stated the cause of the peritonitis is unknown and the patient is recovering.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A batch review was not performed as no lot number was provided. The cause of the peritonitis was undetermined. The root cause for this condition is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.